Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on 01/mar/2018 yielded a total of 7 cfus comprised of the following 6 isolates: positive rods, bacillus megaterium, negative rods, brevundimonas vesicularis, positive rods, oceanobacillus kimchii, positive cocci, staphylococcus hominis, positive cocci, staphylococcus hominis, positive rods, bacillus megaterium. The loaner duodenoscope was received by pentax medical for evaluation on 23/mar/2018. The duodenoscope was inspected by pentax medical service on 29/mar/2018. Inspection findings included the following: distal cap - fixed type failed seal integrity inspection, air/ water socket cylinder o-ring chipped, passed wet leak test, passed dry leak test, hole in # 2 remote control button cover, operation channel- primary mild resistance, suction tube mild resistance. Repairs were performed on the duodenoscope which included replacement of the following components and returned to the loaner inventory. Parts replaced: distal case/cap, remote control button, deflector body link, o-ring. The duodenoscope had not yet been updated pursuant to february 2018 field correction to replace forceps elevator mechanism, o-rings, and distal end covering at the time of sampling. Study number (B)(4).